Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead was not implanted due to unsatisfactory measurements and a competitor lead was implanted instead. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.